Event description:
It was reported that during a coronary stent procedure of a distal rca lesion, the stent dislodged and remains in the patient. The physician was attempting to direct stent the lesion and was unable to cross. Resistance was encountered at the guide catheter during retraction. The physician elected to remove the entire system and the stent dislodged in the sfa. With the assistance of a vascular surgeon, they attempted to retrieve the stent by going contralateral with a sheath system. They attempted retrieval for three hours and were unable to retrieve the stent. The stent remains in the profunda artery.